Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with severe symptoms of fatigue, shortness of breath and dizziness. The lead was diagnostically imaged and confirmed that the left ventricular lead had dislodged into the coronary sinus. The lead was explanted and replaced.